Event description:
The following was reported: patient starting complaining of leg pain and it was found that the exeter 44 (0) stem in situ implanted 3 years ago had broken. There no fall/incident that the patient can recall when the stem broke (eg a peri-prosthetic fracture event). Patient just started complaining of pain.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported: patient starting complaining of leg pain and it was found that the exeter 44 (0) stem in situ implanted 3 years ago had broken. There no fall/incident that the patient can recall when the stem broke (eg a peri-prosthetic fracture event). Patient just started complaining of pain.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed via evaluation of the returned device. Method & results: product evaluation and results: visual inspection: visual inspection of the returned device confirms that the device was fractured. The damage is consistent with fatigue accumulation in the stem ultimately ending in a fatigue fracture of the stem neck requiring revision. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture of the exeter stem. Visual inspection of the returned device confirms that the device was fractured. The damage is consistent with fatigue accumulation in the stem ultimately ending in a fatigue fracture of the stem neck requiring revision. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.